Manufacturer narrative:
Medical device name update to frn.

Event description:
The following has been reported: biomed called and reported service needed alarm on a pump. Biomed cleaned pins several times and pins were still sticking. Biomed confirmed no patient harm and no report of issue stopping active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. Upon investigation it was observed the outlet pin was almost impossible to push in. An internal investigation was performed and it was found the fva pins had excessive buildup of contaminating substances. A cleaning was performed but the pins could not be sufficiently cleaned and as such new pins will be installed. No additional damage was identified.